Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm, a cartridge alarm 6 and 24. The customer's blood glucose level was not impacted. The customer was to use a back-up therapy to manage diabetes.

Manufacturer narrative:
The investigation has been completed. The reported issue could not be confirmed due to a usb communication issue.